Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient had difficulties in charging their implant for the past couple of weeks which then snowballed into further issues. The patient reported that they had to charge their implant every couple of days and that sometimes the implant wouldn't charge to 100% but would stop charging at 70%. The patient reported that now software problem (1-intellis, 2-3.6, 3-58, 4-qf_new) appeared when they were trying to charge their implant. During the call, the manufacturer's patient services specialist (pss) walked the patient through resetting the controller. The patient confirmed that the controller powered on and that the error message was cleared. The patient then commented that they noticed they were charging their implant more frequently about 2 weeks ago. The patient denied adjusting their therapy such as changing groups, programs or intensity. The patient then started an implant charge session and confirmed their controller was 80% and that their implant was in the orange. After a moment, recharging needs attention appeared on the screen, so the patient unlocked the controller and battery low recharge your implanted device appeared. The patient confirmed the implant incremented to 30%. The patient then reported that the quality kept changing from excellent to good to poor when trying to charge the implant and they didn't know what that was about. The pss asked the patient if they were getting poor recharge quality and the patient said that a lot of times they would get that message when charging the implant. The issue was not resolved. Agent reviewed information. Agent advised the patient to follow up with their pain management doctor for the concerns about the implant charge frequency. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.